Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and device ineffective "device ineffective". The patient's medical history included ruptured ectopic pregnancy. Concurrent conditions included anemia. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant) and experienced anxiety ("mental anguish"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, pelvic pain, vaginal haemorrhage, menorrhagia, depression, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, bladder disorder, cystitis, depression, ectopic pregnancy, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plantiff is currently planning for essure removal. (B)(6) 2009, (B)(6) 2009 (as per ppf- discrepancy noted). Amendment: the report was amended for the following reason: significant fu: event device infectivity added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and device ineffective "device ineffective". The patient's medical history included ruptured ectopic pregnancy. Concurrent conditions included anemia. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced anxiety ("mental anguish"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, pelvic pain, vaginal haemorrhage, menorrhagia, depression, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, cystitis, depression, ectopic pregnancy, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff is currently planning for essure removal. Date(s) of insertion: (B)(6) 2009, (B)(6) 2009 (as per ppf- discrepancy noted). Lot number: 629302, manufacturing date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Fu 9 and 10 were processed together. On 5-jun-2020: fu 9 and 10 were processed together. Cluster ID added. Reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included ruptured ectopic pregnancy. Concurrent conditions included anemia. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("depression"). On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant) and experienced anxiety ("mental anguish"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, pelvic pain, vaginal haemorrhage, menorrhagia, depression, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered anxiety, bladder disorder, cystitis, depression, ectopic pregnancy, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plantiff is currently planning for essure removal. (B)(6) 2009, (B)(6) 2009 (as per ppf- discrepancy noted). Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received event ectopic pregnancy psych bladder problems, urinary problems bladder infection uti vaginal infection vagina/ discharge added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.